Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure coil had eroded to the sub serosal cornual site"), ovarian perforation ("perforated right ovary/ right essure coil punctured right ovary") and salpingitis ("salpingitis/ fallopian tube infections") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, plaintiff's menstrual cycles were normal and she had no problem going about her daily life. Before essure, plaintiff had not experienced this combination of symptoms. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 1 year 10 months after insertion of essure, the patient experienced uterine perforation (seriousness criterion medically significant) with abdominal pain and ovarian perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced salpingitis (seriousness criteria hospitalization and intervention required) with nausea. On an unknown date, the patient experienced dysmenorrhoea ("severe dysmenorrhea"), menometrorrhagia ("menometrorrhagia"), fatigue ("extreme fatigue"), headache ("headaches"), weight fluctuation ("weight fluctuation"), abdominal pain lower ("cramping/ lower qudrant abdominal pain"), pelvic pain ("pelvic pain"), neck pain ("neck pain"), chest discomfort ("chest pressure"), ovarian cyst ("ovarian cyst"), urinary tract infection ("urinary tract infection"), pyrexia ("fever"), vaginal discharge ("vaginal discharge"), scar ("abdominal scar") and adnexa uteri mass ("right adnexal complex mass"). The patient was hospitalized from (B)(6) 2016 to (B)(6) 2016. The patient was treated with surgery (right oophorectomy on (B)(6) 2015, lysis of adhesions). At the time of the report, the uterine perforation, ovarian perforation, salpingitis, dysmenorrhoea, menometrorrhagia, fatigue, headache, weight fluctuation, pelvic pain, neck pain, chest discomfort, ovarian cyst, urinary tract infection, pyrexia, vaginal discharge, scar and adnexa uteri mass outcome was unknown and the abdominal pain lower had not resolved. The reporter considered abdominal pain lower, adnexa uteri mass, chest discomfort, dysmenorrhoea, fatigue, headache, menometrorrhagia, neck pain, ovarian cyst, ovarian perforation, pelvic pain, pyrexia, salpingitis, scar, urinary tract infection, uterine perforation, vaginal discharge and weight fluctuation to be related to essure. The reporter commented: plaintiff believes that her remaining essure coil will have to be removed by additional surgery in the near future. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2016: bilateral essure devices in palce; on (B)(6) 2016: not provided-to evaluate her continuous complaints; on (B)(6) 2016: bilateral essure appear adequately implanted (B)(6) 2015: unspecified exam - essure coil had eroded to the sub serosal cornual site. Sonogram showed a right adnexal complex mass. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We are unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in in greater detail. The technical assessment concluded a quality defect was not confirmed bot considered plausible. As a product quality defect could not be confirmed but considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 21-aug-2018: summons received. New events added: pelvic pain, neck pain, chest pressure, ovarian cyst, fever, vaginal discharge, urinary tract infection, right adnexal complex mass, abdominal scar tissue were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure coil had eroded to the sub serosal cornual site/perforation noted'), ovarian perforation ('perforated right ovary/ right essure coil punctured right ovary/ her right ovary was perforated by the essure') and salpingitis ('salpingitis/ fallopian tube infections') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, plaintiff's menstrual cycles were normal and she had no problem going about her daily life. Before essure, plaintiff had not experienced this combination of symptoms. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced uterine perforation (seriousness criterion medically significant) with abdominal pain and ovarian perforation (seriousness criteria medically significant and intervention required), 1 year 10 months after insertion of essure. On (B)(6) 2016, the patient experienced salpingitis (seriousness criteria hospitalization and intervention required) with nausea. On an unknown date, the patient experienced dysmenorrhoea ("severe dysmenorrhea"), menometrorrhagia ("menometrorrhagia"), fatigue ("extreme fatigue"), headache ("headaches"), weight fluctuation ("weight fluctuation"), abdominal pain lower ("cramping/ lower quadrant abdominal pain"), pelvic pain ("pelvic pain/worsening pain"), neck pain ("neck pain"), chest discomfort ("chest pressure"), ovarian cyst ("ovarian cyst"), urinary tract infection ("urinary tract infection"), pyrexia ("fever"), vaginal discharge ("vaginal discharge"), scar ("abdominal scar"), adnexa uteri mass ("right adnexal complex mass") and genital haemorrhage ("abnormal bleeding"). The patient was hospitalized from (B)(6) 2016. The patient was treated with surgery (right oophorectomy on (B)(6) 2015, lysis of adhesions). At the time of the report, the uterine perforation, ovarian perforation, salpingitis, dysmenorrhoea, menometrorrhagia, fatigue, headache, weight fluctuation, pelvic pain, neck pain, chest discomfort, ovarian cyst, urinary tract infection, pyrexia, vaginal discharge, scar, adnexa uteri mass and genital haemorrhage outcome was unknown and the abdominal pain lower had not resolved. The reporter considered abdominal pain lower, adnexa uteri mass, chest discomfort, dysmenorrhoea, fatigue, genital haemorrhage, headache, menometrorrhagia, neck pain, ovarian cyst, ovarian perforation, pelvic pain, pyrexia, salpingitis, scar, urinary tract infection, uterine perforation, vaginal discharge and weight fluctuation to be related to essure. No further causality assessment were provided for the product. The reporter commented: plaintiff believes that her remaining essure coil will have to be removed by additional surgery in the near future. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2016: results: bilateral essure devices in place; on (B)(6) 2016: results: not provided-to evaluate her continuous complaints; on (B)(6) 2016: results: bilateral essure appear adequately implanted. Diagnostic results: on (B)(6) 2015: unspecified exam - essure coil had eroded to the sub serosal cornual site. Sonogram showed a right adnexal complex mass. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We are unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed bot considered plausible. As a product quality defect could not be confirmed but considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received-new event abnormal bleeding were added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure coil had eroded to the sub serosal cornual site/perforation noted'), ovarian perforation ('perforated right ovary/ right essure coil punctured right ovary/ her right ovary was perforated by the essure'), salpingitis ('salpingitis/ fallopian tube infections') and ovarian cyst ('ovarian cyst') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemoperitoneum, multigravida and parity 3. Before essure, plaintiff's menstrual cycles were normal and she had no problem going about her daily life. Before essure, plaintiff had not experienced this combination of symptoms. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced uterine perforation (seriousness criterion medically significant) with abdominal pain and ovarian perforation (seriousness criteria medically significant and intervention required), 10 months 16 days after insertion of essure. On (B)(6) 2016, the patient experienced salpingitis (seriousness criteria hospitalization and intervention required) with nausea. On an unknown date, the patient experienced ovarian cyst (seriousness criterion hospitalization), dysmenorrhoea ("severe dysmenorrhea"), menometrorrhagia ("menometrorrhagia"), fatigue ("extreme fatigue"), headache ("headaches"), weight fluctuation ("weight fluctuation"), abdominal pain lower ("cramping/ lower qudrant abdominal pain"), pelvic pain ("pelvic pain/worsening pain"), neck pain ("neck pain"), chest discomfort ("chest pressure"), urinary tract infection ("urinary tract infection"), pyrexia ("fever"), vaginal discharge ("vaginal discharge"), scar ("abdominal scar"), adnexa uteri mass ("right adnexal complex mass") and genital haemorrhage ("abnormal bleeding"). The patient was hospitalized from (B)(6) 2015 to (B)(6) 2015 and then from (B)(6) 2016 to (B)(6) 2016. The patient was treated with surgery (laparoscopic right oophorectomy and right oophorectomy on (B)(6) 2015, lysis of adhesions). At the time of the report, the uterine perforation, ovarian perforation, salpingitis, ovarian cyst, dysmenorrhoea, menometrorrhagia, fatigue, headache, weight fluctuation, pelvic pain, neck pain, chest discomfort, urinary tract infection, pyrexia, vaginal discharge, scar, adnexa uteri mass and genital haemorrhage outcome was unknown and the abdominal pain lower had not resolved. The reporter considered abdominal pain lower, adnexa uteri mass, chest discomfort, dysmenorrhoea, fatigue, genital haemorrhage, headache, menometrorrhagia, neck pain, ovarian cyst, ovarian perforation, pelvic pain, pyrexia, salpingitis, scar, urinary tract infection, uterine perforation, vaginal discharge and weight fluctuation to be related to essure. The reporter commented: plaintiff believes that her remaining essure coil will have to be removed by additional surgery in the near future. Discrepancy noted in essure insertion date: (B)(6) 2014. 1 trailing coil on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2015: shows fluid in the abdomen and a mass in the right adnexal area . Pregnancy test urine - on (B)(6) 2015: negative. Ultrasound pelvis - on (B)(6) 2016: results: bilateral essure devices in palce; on (B)(6) 2016: results: not provided-to evaluate her continuous complaints; on (B)(6) 2016: results: bilateral essure appear adequately implanted. Diagnostic results: (B)(6) 2015: unspecified exam - essure coil had eroded to the sub serosal cornual site. Sonogram showed a right adnexal complex mass. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-oct-2021: mr received. Reporters, medical history and lab data were added. Essure insertion date and rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure coil had eroded to the sub serosal cornual site/perforation noted'), ovarian perforation ('perforated right ovary/ right essure coil punctured right ovary/ her right ovary was perforated by the essure') and salpingitis ('salpingitis/ fallopian tube infections') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, plaintiff's menstrual cycles were normal and she had no problem going about her daily life. Before essure, plaintiff had not experienced this combination of symptoms. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced uterine perforation (seriousness criterion medically significant) with abdominal pain and ovarian perforation (seriousness criteria medically significant and intervention required), 1 year 10 months after insertion of essure. On (B)(6) 2016, the patient experienced salpingitis (seriousness criteria hospitalization and intervention required) with nausea. On an unknown date, the patient experienced dysmenorrhoea ("severe dysmenorrhea"), menometrorrhagia ("menometrorrhagia"), fatigue ("extreme fatigue"), headache ("headaches"), weight fluctuation ("weight fluctuation"), abdominal pain lower ("cramping/ lower qudrant abdominal pain"), pelvic pain ("pelvic pain/worsening pain"), neck pain ("neck pain"), chest discomfort ("chest pressure"), ovarian cyst ("ovarian cyst"), urinary tract infection ("urinary tract infection"), pyrexia ("fever"), vaginal discharge ("vaginal discharge"), scar ("abdominal scar"), adnexa uteri mass ("right adnexal complex mass") and genital haemorrhage ("abnormal bleeding"). The patient was hospitalized from (B)(6) 2016 to (B)(6) 2016. The patient was treated with surgery (right oophorectomy on (B)(6) 2015, lysis of adhesions). At the time of the report, the uterine perforation, ovarian perforation, salpingitis, dysmenorrhoea, menometrorrhagia, fatigue, headache, weight fluctuation, pelvic pain, neck pain, chest discomfort, ovarian cyst, urinary tract infection, pyrexia, vaginal discharge, scar, adnexa uteri mass and genital haemorrhage outcome was unknown and the abdominal pain lower had not resolved. The reporter considered abdominal pain lower, adnexa uteri mass, chest discomfort, dysmenorrhoea, fatigue, genital haemorrhage, headache, menometrorrhagia, neck pain, ovarian cyst, ovarian perforation, pelvic pain, pyrexia, salpingitis, scar, urinary tract infection, uterine perforation, vaginal discharge and weight fluctuation to be related to essure. No further causality assessment were provided for the product. The reporter commented: plaintiff believes that her remaining essure coil will have to be removed by additional surgery in the near future. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2016: results: bilateral essure devices in palce; on (B)(6) 2016: results: not provided-to evaluate her continuous complaints; on (B)(6) 2016: results: bilateral essure appear adequately implanted. Diagnostic results: (B)(6) 2015: unspecified exam - essure coil had eroded to the sub serosal cornual site. Sonogram showed a right adnexal complex mass. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality safety evaluation of ptc. Incident based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure coil had eroded to the sub serosal cornual site"), genital injury ("perforated right ovary/ right essure coil punctured right ovary") and salpingitis ("salpingitis/ fallopian tube infections") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, plaintiff's menstrual cycles were normal and she had no problem going about her daily life. Before essure, plaintiff had not experienced this combination of symptoms. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 1 year 10 months after insertion of essure, the patient experienced uterine perforation (seriousness criterion medically significant) with abdominal pain and genital injury (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced salpingitis (seriousness criteria hospitalization and intervention required) with nausea. On an unknown date, the patient experienced dysmenorrhoea ("severe dysmenorrhea"), menometrorrhagia ("menometrorrhagia"), fatigue ("extreme fatigue"), headache ("headaches"), weight fluctuation ("weight fluctuation") and abdominal pain lower ("cramping"). The patient was hospitalized from (B)(6) 2016. The patient was treated with surgery (right oophorectomy on (B)(6) 2015). At the time of the report, the uterine perforation, genital injury, salpingitis, dysmenorrhoea, menometrorrhagia, fatigue, headache and weight fluctuation outcome was unknown and the abdominal pain lower had not resolved. The reporter considered abdominal pain lower, dysmenorrhoea, fatigue, genital injury, headache, menometrorrhagia, salpingitis, uterine perforation and weight fluctuation to be related to essure. The reporter commented: plaintiff believes that her remaining essure coil will have to be removed by additional surgery in the near future. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2016: not provided-to evaluate her continuous complaints on (B)(6) 2015: unspecified exam - essure coil had eroded to the sub serosal cornual site. Company causality comment: this litigation case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014, and reported adverse events including perforated right ovary/right essure coil punctured right ovary, essure coil had eroded to the sub serosal cornual site and salpingitis/fallopian tube infections. During essure therapy there is an increased risk of pelvic infections. Also, internal organs perforation may occur with essure, due to device migration or during insertion procedure. The perforation of internal bodily structures other than the uterus and fallopian tubes may occur during hysteroscopy, as well as during device placement; this risk is inherent with any hysteroscopic procedure. In this particular case, approximately one year ten months after insertion the essure coil had eroded to the sub serosal cornual site. Also the right coil punctured plaintiff's right ovary for which she underwent right oophorectomy. Later, she also experienced salpingitis for which she was hospitalized. This case was classified as incident due to right oophorectomy surgery and hospitalization. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure coil had eroded to the sub serosal cornual site"), ovarian perforation ("perforated right ovary/ right essure coil punctured right ovary") and salpingitis ("salpingitis/ fallopian tube infections") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, plaintiff's menstrual cycles were normal and she had no problem going about her daily life. Before essure, plaintiff had not experienced this combination of symptoms. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, year months after insertion of essure, the patient experienced uterine perforation (seriousness criterion medically significant) with abdominal pain and ovarian perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced salpingitis (seriousness criteria hospitalization and intervention required) with nausea. On an unknown date, the patient experienced dysmenorrhoea ("severe dysmenorrhea"), menometrorrhagia ("menometrorrhagia"), fatigue ("extreme fatigue"), headache ("headaches"), weight fluctuation ("weight fluctuation") and abdominal pain lower ("cramping"). On an unknown date, the patient experienced dysmenorrhoea ("severe dysmenorrhea"), menometrorrhagia ("menometrorrhagia"), fatigue ("extreme fatigue"), headache ("headaches"), weight fluctuation ("weight fluctuation") and abdominal pain lower ("cramping"). The patient was hospitalized from (B)(6) 2016. The patient was treated with surgery (right oophorectomy on (B)(6) 2015). At the time of the report, the uterine perforation, ovarian perforation, salpingitis, dysmenorrhoea, menometrorrhagia, fatigue, headache and weight fluctuation outcome was unknown and the abdominal pain lower had not resolved. The reporter considered abdominal pain lower, dysmenorrhoea, fatigue, headache, menometrorrhagia, ovarian perforation, salpingitis, uterine perforation and weight fluctuation to be related to essure. The reporter commented: plaintiff believes that her remaining essure coil will have to be removed by additional surgery in the near future. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2016: not provided-to evaluate her continuous complaints. On (B)(6) 2015: unspecified exam - essure coil had eroded to the sub serosal cornual site. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We are unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed bot considered plausible. As a product quality defect could not be confirmed but considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 4-may-2017: quality-safety evaluation of product technical complaint: company causality comment: this litigation case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014, and reported adverse events including perforated right ovary/right essure coil punctured right ovary, essure coil had eroded to the sub serosal cornual site and salpingitis/fallopian tube infections. During essure therapy there is an increased risk of pelvic infections. Also, internal organs perforation may occur with essure, due to device migration or during insertion procedure. The perforation of internal bodily structures other than the uterus and fallopian tubes may occur during hysteroscopy, as well as during device placement; this risk is inherent with any hysteroscopic procedure. In this particular case, approximately one year ten months after insertion the essure coil had eroded to the sub serosal cornual site. Also the right coil punctured plaintiff's right ovary for which she underwent right oophorectomy. Later, she also experienced salpingitis for which she was hospitalized. This case was classified as incident due to right oophorectomy surgery and hospitalization. The reported medical events not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed bot considered plausible. As a product quality defect could not be confirmed but considered plausible a relationship with the reported medical events cannot be totally excluded. Follow-up information will be obtained through the litigation process.